Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously report an allegation a thermal event had occurred to the continuous positive airway pressure (CPAP) device and power cord while supplemental oxygen was present. There was no patient harm or injury reported. The manufacturer received the device for investigation and forwarded the ac power cord to the vendor. The vendor's investigation indicated that the failure of the ac power cord was not due to a manufacturing defect but was due to an unknown external condition (abuse in the field) which was done with high voltage or high heat resulting in damage to the prongs. The device was returned to the manufacturer's product investigation laboratory and during the evaluation, the internal inspection of the humidifier found evidence of contaminants coating the internal surfaces of the chamber. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer became aware that a user alleges a thermal event had occurred to the continuous positive airway pressure (CPAP) device and power cord while supplemental oxygen was present. There was no patient harm or injury reported. No product was returned for investigation. No information on the oxygen device was provided.

Manufacturer narrative:
The manufacturer received the device for investigation and forwarded the ac power cord to the vendor. The vendor's investigation indicated that the failure of the ac power cord was not due to a manufacturing defect but was due to an unknown external condition (abuse in the field) which was done with high voltage or high heat resulting in damage to the prongs. Labeling instructs the user to periodically inspect power cords for signs of wear or damage and to replace if worn or damaged. Based on the information available the manufacturer concludes that no further action is required.